Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with constant motor error during rewind due to corroded motor home switch. No blank display noted. Unable to perform the displacement test or test the operating currents due to motor error alarm. Found moisture on vibrator motor. Insulin pump received with no moisture damage on the electronics, battery tube assembly, cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the customer received two motor error alarms on her insulin pump and the screen later went blank. The customer stated there were three small dots of perspiration on the bottom left side of the screen. It was also stated that the customer keeps the insulin pump in her pocket and it may have been exposed to sweat. She was advised to discontinue using the insulin pump and to revert to a back-up plan. Her blood glucose level at the time was 214 mg/dl. Nothing further was reported.